Manufacturer narrative:
(B)(4). The report the blue bulls eye (bbe) was achieved when the PICC was 5cm high was not confirmed as the sample was not returned for review. A DHR review was not performed because the lot/batch number was not provided and there is no customer sales history. The probable cause of this issue could not be determined based on the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the bbe (blue bullseye) was achieved when the PICC was 5cm high. New PICC used without issue. ECG calibrated on the vps correctly.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the bbe (blue bullseye) was achieved when the PICC was 5cm high. New PICC used without issue. ECG calibrated on the vps correctly.